Event description:
It was reported that cartridge change errors occurred during the load sequence. Reportedly, the customer reverted to an alternate form of insulin therapy. Customer's blood glucose (bg) level was 600mg/dl. The customer administered a manual injection to address bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned